Manufacturer narrative:
D10 concomitant products: egiaustnd egiaustnd endogia ultra univ std stap - (lot#p3h0816) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the first three reloads were fired normally during stomach cutting, but when using the fourth reload, the surgeon felt it was hard to squeeze the device while firing, and it was found that only the lower halves of the staples' legs were deployed on the superior surface of the stomach and didn't reach the inferior surface. In addition, the staple legs did not bend into the b-shape (they remained straight), which resulted in opening the stomach. A new handle and reload were used to close the stomach opening and then complete the procedure. The surgeon also performed a methylene blue test to make sure there was no leak over the staple line. The surgical time was extended by 25 minutes.